Manufacturer narrative:
The device was received in two pieces. The engineering report is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a frontrunner for an sfa occlusion, the tip of the frontrunner broke off but not in separate pieces in the patient. It was removed as one piece. There was no patient injury. There was no excessive force used at any time during the procedure. It was initially reported that ¿it broke off (wire). The wire was removed.¿ the access site was the femoral. The procedure being performed was an sfa occlusion. The access site was the femoral. The tip of frontrunner broke but not in separate pieces. It occurred in the patient and was removed in one piece. There was no injury. The device was inspected and prepped per IFU. There was no guidewire used in the procedure. There was no excessive force used at any time during the procedure.

Manufacturer narrative:
A report was received that the tip of a frontrunner xp chronic total occlusion (cto) broke (but not into separate pieces). The device was removed intact with no reported patient injury. The event involved a patient undergoing endovascular treatment of a target lesion in the superficial femoral artery. The patient¿s vasculature was accessed via the femoral artery. The site reported that the device had been inspected and prepped according to the instructions for use (IFU). A guidewire was not used during the procedure and no excessive force was required at any time. At some point during the intervention, the tip of the frontrunner xp cto catheter broke off ¿but not in separate pieces¿ while the device was in the patient. The device was removed intact with no reported patient injury. A non-sterile frontrunner was received within a microguide catheter. The actuating wire (aw) support tube and the coil stop were noted to be fractured/separated 34cm from the distal end. Sem analysis of the separated aw support tube and coil stop presented evidence of plastic deformation with ductile dimples. Plastic deformation failures could be related to these surface characteristics, these types of failures occur due to a tensile, compression or torsion overload. Also ductile dimples suggest that stretching / pulling events were occurred. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿actuating jaws-blunt cap - fractured in patient¿ event was not confirmed based on the results of the visual analysis. However, this visual analysis confirmed that the aw support tube and coil stop were fractured/separated. The exact cause of these events could not be conclusively determined. However, the results of the sem analysis revealed evidence suggesting that procedural factors may have contributed to this event. The product IFU cautions users that excessive bending or kinking of the catheter may cause damage to the product and that it should be withdrawn if it becomes kinked. Based on the information available for review, there are procedural factors (as evidenced by the results of the product analysis) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.